Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced door latch assembly (broken) and rear case housing assembly (damaged bottom right side). The probable root cause of the reported issue was, due to customer damage of the door latch assembly, lower door latch damage. A review of the device history record showed, the device had a manufacture date of 07jun2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed. Which did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported, that the device was broken/damaged. There was no additional information provided. And no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch assembly (broken) and rear case housing assembly (damaged bottom right side). The probable root cause of the reported issue was due to customer damage of the door latch assembly - lower door latch damage. A review of the device history record showed the device had a manufacture date of 07jun2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device was broken/damaged. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device was broken/ damaged. There was no additional information provided and no patient involvement.